Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip caught on chordae and unintended cds movement were unable to be determined. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement, clip caught in chordae, and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a prolapsed anterior mitral leaflet (aml), and a bileaflet prolapsed posterior mitral leaflet (pml). During a mitraclip procedure, the target was anterior 2 and posterior 2 leaflets (a2/p2). The first clip was positioned above the valve, targeting lateral a2/p2. While crossing the valve the clip dove slightly laterally. Instead of inverting the clip and to move back to the left atrium (la), a bit of m knob was added to move medially. When attempting to grasp at the location of the jet, it was noticed that the clip delivery system (cds) catheter was bending (on fluoroscopy). It was determined that the clip was stuck in lateral chords, which caused bending of the catheter. We attempted to get unstuck, took off some m, gently clocked counterclockwise, but could not get unstuck. Alignment was checked under the valve and the clip was appropriately aligned to make a grasp. The leaflets were successfully grasped and the mr was reduced sufficiently. It was decided to place a second clip for support for preventative measures, as the clip remained stable. The second clip was placed lateral to the first clip. During deployment the clip could not release from cds. It was confirmed that the actuator knob was pulled back and the gripper lines were up. It was suggested to move the stabilizer, gently to align the clip with the cds. The clip slowly released. There was no change in mr reduction with the second clip. It was noted that the cds was curved 100 degrees. The post-procedure mr was grade 1-2. There were no adverse patient sequelae or clinically significant delays. No additional information was provided.